Event description:
A call was placed to technical service on (B)(6) 2016 stated that this rv lead was implanted on (B)(6) 1999 and remains implanted at this time. It was noted that atrial lead has been having impedances slowly decreasing. The physician was dr. (B)(6) at( B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).